Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx closure device and delivery system (wds) was inserted. After two partial recaptures, the wds was successfully released in the intended location. After release, a pe was discovered. A pericardiocentesis was performed and 830ml of blood was aspirated. The patient is fully recovered.